Manufacturer narrative:
The covidien customer support engineer (cse) installed revision ak software. The ventilator passed calibrations. Extended self-testing (est), and short self-tests (sst). Covidien reference: (B)(4).

Event description:
A report was received from the USA indicating that the device experienced error codes. The error codes indicate a ventilator inoperative condition. There was no patient involvement reported. The date of the event was not reported.